Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after an implant procedure, the right atrial lead was confirmed to be dislodged via x-ray. The lead was programmed off. No patient complications have been reported as a result of this event.